Manufacturer narrative:
Technical support confirms customers reported problem of error 600.6835. Technical support performed troubleshooting over to determine the customer reported issue of npi error 600.6835 on 8015 ls unit. Technical support: 1. Tech is get error code 600.6835 on 8015 ls unit after he update software version on unit 2. Explain to tech after update flash files on unit, next he needs to transfer network config. Back onto the unit in order for the unit to pickup the hospital information on the unit. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.